Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator electrode was cut during a cardiothoracic surgery procedure. The electrode was fully explanted and will be replaced at a later date. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardioverter defibrillator electrode was cut during a cardiothoracic surgery procedure. The electrode was fully explanted and will be replaced at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned severed, approximately 190mm from the terminal end. Only the proximal segment was returned. The returned portion was thoroughly inspected and analyzed. A visual inspection noted the coils and insulation were cut with a tool. Laboratory analysis confirmed the damage was induced.